Event description:
It was reported that one day post implant, the right atrial lead exhibited loss of capture. The lead had dislodged and fallen into the ventricle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.